Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the no image issue was attributed to electrical component problem and the damaged probe tip was attributed to stress related problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: the event can be detected/prevented by following the applicable chapters in the instructions for use which state: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchofibervideoscope was not displaying an image and had a broken/detached c-body/probe tip. There were no reports of patient involvement.